Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several automatic mode switch (ams) episodes due to noise on the atrial lead were observed. No intervention was taken as the patient was asymptomatic and the patient will continue to be monitored.